Event description:
Started with breast implants I got them (B)(6) 2009 I was told by my doctor about my options. I was told even though the mentor gel implants are a little more pricey that they are guaranteed to last a lifetime. I clearly remember the doctor telling me they probably will outlast me we both laughed, I went home happy to hear the gel kind most likely not get me sick. I will pay more but worth it in the long run. I was (B)(6) yrs old at the time and tired of looking like a boy flat chested. I've always been really healthy daily workouts ate right. About 5 months later I started having seizures out of no where. I had one at work fell and hit my head on the desk in front of a patient I was helping. Had a MRI and cat scan done was told they don't see any signs of epilepsy but referred me to a neurologist. I was told I might have ticks because I was very shaky all the time he also told me he would treat me for epilepsy for time being he started me on a low dose of seizures medication. My primary doctor seen me the following week because I kept having a lot of seizure activities. I told her I have really bad neck pain she was looking at me from her chair and told me my neck was crooked really bad she referred me out to another neurologist. This one looked at me and said I have cervical dystonia he recommended me to have botox on my neck. I made an appt to go back and get that done. He also changed my seizure medication I went home about a week later I broke out in a horrible rash everywhere on my body did. A walk in to see my primary doc. He looked at me from his chair and told me I have an allergic reaction but told me to continue with seizure meds. I went home that night my lips got oddly big I had a rash from head to toe and was in tremendous pain. My niece took me to the ER I was sent home told I had allergic reaction. Went home next day I looked like a monster and felt like I was going to die went back to see my doctor and asked for him to help to give me anything for the pain go away and the swelling to stop. He wouldn't give me meds with allergic reaction sent me home. I laid down until my daughter got home. She woke me up screaming my face was so big my lips were so big at that point they busted open blood was everywhere the side of my check was huge she called the ambulance. I remember tons of doctors running in and the doctors I seen the night before came and apologized to me because they found I had steven johnson syndrome. He never seen a patient with it before. I was flown for life to (B)(6) hospital I was told I was burned from the inside out. I remember them laying me on a flat bed I was put on a lot of meds but I can see them pulling layers and layers of my skin off my body. I then remember waking up in a room with my body wrapped head to toe. With tons of cream over my eyes. Doctors said most likely I would lose my eyesight and wanted to do eye surgery the next day. I did not allow the doc to do eye surgery. I was so scared to not be able to see for 10 days and my body being wrapped up really scared me. I went through hell so much pain. Almost a month and half later I got to go home. I looked horrible burns on every part of my body and I was taken off seizure meds I was told I was allergic to them. Well after that I never felt back to normal as I was healing I had a horrible cough it sounded like I had pneumonia 6 months later got it checked and I did have pneumonia I was given antibiotics every time I went to the doctors I had pneumonia. In 2019 it was so bad I couldn't breathe and sent to drs, they did cat scans and x-rays was told I have bronchiectasis and an infection in my left lower lung. Was put on more antibiotics for over a year, then told they aren't helping that I need a lobectomy to have my lower lung removed. Drs couldn't give me any answers to how I was getting sick from. I started having horrible pain in my breast. I asked the dr if that's why I been sick was told. Am scheduled to go back to have a cat scan. I have seen a plastic surgeon and have an appointment to get explanted before having a lobectomy. I found information on bii and it sounds like millions of women are going through the same sickness everyone has there own story but mentor gel implants need to be removed. I lived 11 yrs sicker than ever before I would like to write after implants explanted and see how I'm feeling. Had a IV pic line removed a few days ago. FDA safety report ID# (B)(4).